Manufacturer narrative:
This report is for an unknown synthes screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: inan, m. Et al (2006), unilateral versus bilateral peri-ilial pelvic osteotomies combined with proximal femoral osteotomies in children with cerebral palsy: perioperative complications, journal of pediatric orthopaedics, vol. 26 no. 4, pages 547-550 (united states of america). Doi: 10.1097/01.bpo.0000226277.08825.c2. The goal of this study is to determine if bilateral pipo combined with proximal femoral osteotomies influenced postoperative complications in children with spastic quadriplegia. A total of 90 patients with a mean age of 11.7 years (range, 5-20 years) for group 1 and 10.7 years (range, 5-19 years) for group 2 underwent bilateral proximal femoral osteotomies combined with either unilateral or bilateral peri-ilial pelvic osteotomies (pipo). These patients were divided into 2 groups: group 1 (unilateral) consisted of 61 patients (24 male and 47 female) while group 2 (bilateral) consisted of 29 patients (13 male and 16 female). The femoral osteotomy was then stabilized by using unknown synthes ao blade plate technique. The average follow-up time was 33 months (range, 15-80 months) for group 1 and 41 months (range, 18-90 months) for group 2. The following complications were reported as follows under group 1: 1 hip had iatrogenic femoral neck fracture at the tip of the blade plate. The patient was treated with repeated open reduction and dynamic hip screw after removal of the blade plate. 1 femoral fracture at the distal screw of the blade plate was observed on the third postoperative week. This patient was treated with open reduction and replacement of the blade plate with a longer one. Union was obtained in 7 weeks. 3 patients had surgical superficial wound infections. 2 patients had surgical deep wound infections. 1 patient had redislocation/re-subluxation. 1 patient had lose of reduction. 2 patients had delayed union. 4 patients had heterotopic ossification. The following complications were reported as follows under group 2: 2 patients had surgical deep wound infections. 1 patient had redislocation/re-subluxation. 1 patient had nonunion. 6 patients had heterotopic ossification. This is report 2 of 2 for (B)(4). This report is for an unknown synthes screw.